Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for another indication and during hospital stay, the patient experienced peritonitis. The patient was treated with gentamycin injection (1gm, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event. Sixteen days after hospital admission, pd therapy was discontinued, the patient's catheter has been removed and the patient was now switched to hemodialysis (thrice a week). No additional information is available.